Manufacturer narrative:
No UDI required due to this device being out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. There was no malfunction of the system. A review of the laser user manual indicates the user must check if all data is entered correctly. The correction type in the treatment plan displays different colored visualization for better determination. (Myopia and myopic astigmatism: yellow; hyperopia and hyperopic astigmatism: magenta; astigmatism and mixed astigmatism: white). Therefore, the user must be aware which type of correction will be performed. A wrong correction because of misunderstanding of the sign could be excluded by the user having a good understanding of the user manual. There was only a misunderstanding on user side. The system was working as intended without software issue. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported via a voluntary medwatch report indicating the treatment entered value dropped the plus sign, therefore it was unclear if hyperopic or myopic treatment was being applied for lasik procedure. The nurse who completed the form indicated a serious injury occurred that required intervention; however, no additional information was provide to indicate the type of injury or intervention. Upon follow up with the reporter, it was sated a patient received a bilateral incorrect treatment. However, the nurse was unwilling to provide any other information related to this event to protect the patients privacy. There are two related reports for this patient. This report addresses the patients' left eye, and another manufacturer report was previously filed for the fellow eye.